Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the bottom of the cartridge leaked. The user successfully loaded a new cartridge and resumed insulin delivery. There was no reported impact to the user's blood glucose level.